Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 48mg/dl and needed assistance with loading the reservoir and priming, which was provided. Customer declined to troubleshoot the low blood glucose. No further assistance needed.